Event description:
The following was reported to davol by the pt's attorney: in (B)(6) 2009, the pt underwent "repair of incisional hernia" with a "bard ventralex mesh." In (B)(6) 2012, following the procedure, the pt had numerous complications, including multiple bowel obstructions necessitating removal of the device. Attorney alleges disability, obstruction, bowel resection, adhesions, pain and suffering, defective mesh, explant.

Manufacturer narrative:
We have contacted the initial reporter to request add'l info and to request return of the device for eval. This MDR includes all pt, event, and device info davol has received to date. Currently, it is unk whether the device may have caused or contributed to the reported event. The pt's attorney did not allege a specific device failure or pt injury and medical records have not been provided. A mfg review was performed and found no evidence of a mfg related cause for the alleged event. If add'l event and/or eval info is obtained, a f/u MDR will be submitted.